Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. The additional evaluation findings are as follows: the adhesive on the bending section cover was chipped and had white-clouded area; the universal cord was scratched and wrinkled; the protector of the universal cord on suction connector was scratched. Due to clogging of nozzle, no water was fed. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer stated that blood may have adhered to the colonovideoscope. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. The customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes or sponges. The customer did flush the air/water nozzle with detergent. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had an air supply failure. The issue occurred during the therapeutic hemostasis procedure, and it was completed with a similar device. There was a delay of about 5 minutes because they replaced the air supply button. There were no reports of patient harm. The device was returned and evaluated; there were foreign material exiting the nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.